Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and myocardial infarction occurred. The lesion was pre-dilated with a 3.0x12mm maverick2 balloon at 6 atms for 30 seconds and at 10 atms for 30 seconds. The physician implanted a taxus express2 3.0x20mm drug eluting stent to the 90% stenosed lesion located in the left anterior descending artery (lad). Post dilatation was performed with the stent delivery balloon at 16atms for 30 seconds. The third obtuse marginal (om3) artery was then treated with balloon angioplasty using a non bsc 2.0x8mm balloon at 6 atms for 30 seconds and 10 atms for 45 seconds. Medications used during this procedure include; versed, fentanyl, angiomax and nitroglycerin. Plavix was prescribed for six months post procedure. No patient injuries or complications were reported. Six weeks post implantation the patient was scheduled for an elective hip surgery and was cleared by the cardiologist to discontinue plavix. Shortly after discontinuing plavix, the patient experienced a thrombosis and myocardial infarction. No additional information has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.